Manufacturer narrative:
(B)(4). Evaluation of the returned device and review of the data log confirmed the reported intermittent out of range signal.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report that the transmitter gave an out of range signal on (B)(6) 2014. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support. Dexcom has issued an rga for patient to return her device to be investigated.

Event description:
Consumer contacted dexcom to report an intermittent out of range signal.